Manufacturer narrative:
The autopulse nxt platform in the complaint was returned to zoll on 25 june 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be filed when the investigation has been completed.

Event description:
The customer reported an incident where the autopulse nxt platform (sn (B)(6)) was used on a patient weighing roughly 160 pounds with severe kyphosis, and the nxt platform failed to perform continuous compressions. The customer pressed the start button, but after performing 5-6 compressions, the autopulse stopped. The customer attempted to readjust the patient and added further padding and support. However, nothing happened after the customer hit the resume button. Manual CPR was resumed. The customer shut the device off and ensured there was nothing wrong with positioning the patient or twisted compression bands. The customer turned the autopulse back on, hit start and again, performed 5-6 compressions, and stopped. The customer attempted one more time to shut the autopulse off and restarted it, the nxt platform did not perform compressions and displayed a solid non-flashing indicator. The customer downloaded the archive data and observed several fault codes. The autopulse nxt platform has been taken out of service as a precautionary measure. No consequences or impacts on the patient.

Manufacturer narrative:
Section a4 (patient information, weight) was updated. For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform sn (B)(6) stopped working after performing 5-6 compressions was confirmed in the archive data but was not confirmed during functional testing. Based on the archive data, the root cause of the reported complaint was that the nxt battery used at the time of the event was not fully charged and got depleted. A review of the archive data showed no hardware faults. However, the following faults related to the depleted battery were logged in the archive. Fault 1160 (fault_vpack_low_batt_volt): low battery voltage detected, compressions stopped. Fault 1071 (fault_motor_timedout): motor timed out, motor was too slow. Fault 1225 (fault_batt_range_chec): battery low or shutdown out of range or inverted. Fault 1210 (fault_motor_sensor_low_during_compres): motor current too low during compression hold. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated. Following service, the nxt platform passed final tests without issues.